Event description:
It was reported that the patient never had therapeutic effect or efficacy since implant and had already attempted multiple electrode configurations/reprogramming, which have not resulted in efficacy. Even when increasing stimulation from 5 volts to 10 volts, the patient reported no side effects. The patient was still on medications. The manufacturer representative believed the patient had some lesioning due to lead placement. It was also reported that impedance range was normal with therapy impedance as follows: stn1 1617 ohms 2.77 ma (4v, 200pw, 125hz) programmed c+, 0-; and stn2 1366 ohms 3.645ma (5v, 200pw, 125hz) c+,1-. It was noted that the patient had some benefit with interleaving, but current 10 volt amplitude was not producing any side effects, and there were no procedure issues with the lead end cap or insertion into the device. Surgical revision was discussed to see if any impedance changes are on the lead/extension, as are slightly higher than normal. Subsequent information received reported that the physician stimulated the patient to 10v on all contacts looking for side effects and none were identified. The causes for the lack of effect or high impedances were not determined. It was possible that the physician might investigate intra-operatively, but no date had been scheduled. The patient outcome regarding receiving therapy was reported as no/limited if any. Further information received reported that the cause of the event may be possible lead misplacement. A surgical intervention/lead revision will occur on (B)(6) 2012. The patient did not require hospitalization and the patient outcome was reported as no injury. It was noted that investigation was still ongoing with the patient. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information indicated that the cause of the event had been that the burr hole/cap lock had malfunctioned. Leads were pulled out at some point. Surgical revision was performed to properly replace leads. Symptoms associated with the event were absence of symptom relief during reprogramming. The patient was hospitalized due to the event. Patient outcome was reported as no injury.

Event description:
Additional information indicated that the stimloc did not hold lead during intra-op testing and also that lead migration was noticed post-op. Two weeks later it was stated that diagnostics included troubleshooting the implant with the physician programmer on (B)(6)-2012 with zero response on side effects or efficacy. CT scan a few days after that showed both leads moved about 27mm superior. No malfunctions were seen and no cause of the issue was determined. Interventions taken included lead revision on (B)(6)-2012 during which one lead was revised and the other lead was removed.

Manufacturer narrative:
Product ID 8840, product type: programmer, physician. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v939081, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va00k07, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Updated PMA / 510(k) #.

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, ,serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v939081, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# va00k07, implanted: (B)(6) 2012, product type lead. (B)(4).